Event description:
I have natrelle textured silicone implants for a year now. I am (B)(6) and have always had a perfect bill of health. I have a lot of symptoms in the last few months and I know that it is 100% due to the implants, and all the chemicals leaking into blood stream. The worst symptom for me is swollen and very painful knees. Walking is now difficult for me. My gp can't find any cause for this. My breasts never regained full sensitivity in the skin, and they can also be quite painful. I just get random bolts of pain running through them. Fatigue is a new thing for me. Never had that before and now becoming couch/bed ridden with very little will or energy to do anything. My hair has thinned a lot on my head since having the implants. I lose my train of thought/concentration very quickly and have difficulty remembering things. So to sum up. I feel like a 70 y/o lady. I'm in (B)(6). Email address should anyone wish to ask me any further questions is (B)(6).